Manufacturer narrative:
Insulin pump received with cracked case behind the pump at the battery compartment and cracked battery tube threads. Insulin pump received with partial white display due to moisture damage on the electronic assembly. Also, pump received with moisture damage on the battery tube, motor, vibrator and keypad flex tail. No moisture damage on the keypad traces or keypad dome switches noted. No water under the screen noted. Unable to perform the self test and displacement test due to partial white display.

Event description:
Customer reported via phone call that their insulin pump had moisture and cosmetic damage. The customer¿s blood glucose level was 115 mg/dl. Customer advised they went into the swimming pool while wearing the device and the insulin pump was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.